Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received two occlusion alarms during bolus and basal delivery. Troubleshooting for the occlusions were unable to be performed as the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer removes the cartridge prior to the on-screen instructions. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.